Event description:
It was reported that increased capture threshold and decreased sensing were observed. The lead was replaced when repositioning was not successful. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.